Event description:
Information received from the field notes that during a routine follow-up, dashes (---) were observed for programmed parameters and a high current drain was noted. Attempts to reprogram were unsuccessful. When return to standard was utilized, the device began pacing at 70 ppm in vvi mode but the dashes remained. A software download was unsuccessful. The patient was pacemaker dependent and the device was replaced.